Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, over the previous 5-6 months they had experienced consistent issues with the cartridges splitting during injection at an approximate rate of 50%. This had led them to create a temporary autonomy consignment, with the autonomy lenses injecting correctly only about 50% of the time as well. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.